Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a persistent atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the sheath did not flush properly. The valve of the vizigo sheath did not flush properly. The team replaced the sheath and the case continued without patient consequences. The event occurred intra-op. Based on the available information, this will be considered to have occurred during the procedure. It was reported that the event occurred intra-op and ¿the case continued¿. Therefore, this was assessed as a MDR reportable irrigation inadequate ¿ sheath product malfunction. Should more information become available, it will be reviewed and processed accordingly.

Manufacturer narrative:
The device evaluation was completed on 27-jan-2023. It was reported that a patient underwent a persistent atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the sheath did not flush properly. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. Visual inspection, irrigation test, and a fourier transformed infrared spectroscopy (ftir) study of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the sheath and the dilator. An irrigation test was performed, a syringe was connected to the stopcock of the device, and irrigation was attempted; however, a blockage of the irrigation feature was detected. A guidewire was introduced inside the hub and a blockage in this area was detected, the hub was cut and a ftir study was performed on the material occluding the irrigation feature and revealed that this material is methacrylate base material presumably an adhesive. Due to this finding, an investigation was required by the device manufacturer. The device manufacturer investigation concluded as follows: it was confirmed that the failure mode involved a blockage of the stopcock tubing. Subsequently, an internal corrective action has been opened to investigate and further address the occluded luer hub complaints. Therefore, it was concluded that this issue is manufacturing related. A device history record (DHR) review was performed for the finished device 50000167number, and no internal actions related to the complaint were found during the review. Based on the DHR, the h4. Device manufacture date has been updated. The issue reported by the customer was confirmed. The instruction for use (IFU) states that ¿before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli¿ and ¿flush and maintain continuous saline¿. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through the quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).